Manufacturer narrative:
(B)(4). Not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss subsequent to developing an infection around the implant side. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This report is filed december 18, 2013.